Event description:
It was reported that the implantable neurostimulator (ins) was not adjusting to the desired amplitude. It was stated that the patient was getting surges and was told to disable the adaptive stimulation which resolved it. During troubleshooting, it was noted that the patient had surging when she went from upright to lying. It was noted that the adaptive stimulation was enabled about 1 week prior to the report. The reporter noted that the ins was detecting the appropriate position, but it was not adjusting appropriately. It was noted that it was ¿zapping the patient¿ when going from upright to lying down. It was confirmed that from upright to lying, it was at 0s and all other transition settings were set to minimums as well. After the adaptive stimulation was started, the patient was asked to lie in various positions. Initially when the patient lied down to start testing, she reported the stimulation was too high. When the manufacturing representative turned the stimulation for lying down to 0.00 for both programs and started the adaptive stimulation, the patient felt comfortable stimulation and was registering at 2.3 v (lying) but should have been at 0.0v. When the patient was upright, it was detecting upright but the voltage was staying at 2.3v. The manufacturing representative started a new group, reoriented, and reprogrammed and the ins appeared to be working. It went successfully from upright to lying once and the amplitude changed appropriately, but the second time that the patient went from upright to lying, she was getting zapped again. It was noted this was after the manufacturing representative tried to have the patient walk around to see if the upright mobile mode could be initiated, which was unsuccessful. It was further reported that the issue was unresolved of the time of the report and the accelerometer was sticking upright no matter what. It was noted that the patient was in manual stimulation and was doing fine. It was further reported that the patient was doing well with her stimulation in manual (ultra) mode.

Event description:
Additional information was received approximately two weeks after the last report, which indicated that the patient was going to be seen by their healthcare provider and manufacturer¿s representative on (B)(6) 2013. It was later reported that the patient was doing well. A week later, it was reported that the patient¿s visit was a success. Adaptive stimulation was enabled and it appeared to be working great. There were no complaints and the patient was reprogrammed as well.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).